Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead is oversensing. Could not get r-wave measurement. Concerned with under sensing. Was at dddr as-vp. Went to did 30 in temp to wake up intrinsic r-wave as patient has chb. Program sensitivity was 2.5mv in ventricle. Kept decreasing sensititvy in rv no r-waves, prm showing vs, went to wi caller went unipolar and got r-waves 5.1 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).